Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is en route to fisher & paykel healthcare in (B)(4) for further investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an mr290 vented humidification chamber cracked near the base of the chamber dome during use, causing a leak. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to f&p in new zealand, and was visually inspected. Results: visual inspection revealed a vertical crack at the bracket. White residue was also found on the inside of the dome and on the primary float. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks or other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - maximum operating pressure: 8 kpa.

Event description:
A hospital in france reported via a fisher & paykel healthcare (f&p) field representative that an mr290 vented humidification chamber cracked near the base of the chamber dome after roughly 10 days in use, causing a leak. There was no patient consequence.